Event description:
It was reported that the balloon of a small volume folfusor ruptured. This occurred during filling with 73ml fluorouracil and 48ml sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed a ruptured reservoir. A microscopic inspection of the reservoir identified markings near the rupture line of the exterior surface of the reservoir near the rupture line. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.